Manufacturer narrative:
Product complaint #(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on an unknown date and suture was used. When the surgeon used the device to suture fascia, he wanted to tie a node, but the suture was broken. Then, he used other suture to complete this procedure. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 12/30/2022. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned product determined that it received one empty foil, an empty labeled winding former and a detached needle pertain to the product w9463. The visual assessment of the returned sample, the suture was not returned for analysis. The needle was examined, the swage and attachment area were observed as expected. The barrel hole of the needle was examined under 20x magnification, and no suture remnant was found. In addition, the event reported could not be confirmed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.